Event description:
A report received from the clinical study registry in a foreign country indicated that a pt experienced a myocardial infarction the next day, after two cypher stents were implanted and the one of the cypher stents restenosed six months later. The pt had a medical history of hypertension, hyperlipidemia and a past smoker. The first stent was implanted in the proximal left anterior descending coronary artery. The target lesion was 3.5 x 10 mm and it was a restenosed lesion. No other vessel and lesion attributes were given. The other stent was implanted in the mid left anterior descending coronary artery. The target lesion was de novo and 2.5 x 20 mm to 30 mm. It was reported that the pt had a myocardial infarction the following day of the procedure. It is not known if this was a target vessel myocardial infraction. Six months later the pt underwent a balloon angioplasty to a restenosis of the cypher stent in the proximal left anterior descending artery.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same pt reported under mfg numbers 9616099-2007-02205, and 9616099-2007-02206. Add'l info will be submitted within thirty days upon receipt.